Event description:
During the initial implant procedure, the right ventricular (rv) lead was connected to the device and increased pacing impedance was observed on the rv channel. The lead was unable to advance fully into the header and there was difficulty engaging the torque wrench to secure the set screw. A new device was selected and successfully implanted. The patient was stable.

Manufacturer narrative:
The reported event of a header, set screw, and impedance anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular and left ventricular set screws were stripped and contained septum material inside the hex cavities. This material in the hex cavities prevented full insertion of the torque driver and was the cause of the reported events. The set screw anomaly was consistent with having occurred during the procedure.